Event description:
It was reported that 30 bd luer-lok¿ tip syringes were found before use without scale markings. The following information was provided by the initial reporter: "found over 30 3ml syringes without markings."

Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd luer-lok¿ tip syringes were found before use without scale markings. The following information was provided by the initial reporter: "found over 30 3ml syringes without markings."